Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 80 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was explained that this normal behavior of insulin pump. Customer was advised to monitor the insulin pump and they got another pump error. Customer was recommended to refer to back up plan per doctor's instructions. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63, pump error 2, pump error 28, or pump error 79 alarms during testing however, pump error 63 alarm, pump error 2 alarm, pump error 28 alarm, and pump error 79 alarms are found in the downloaded history files due to a software error.